Event description:
It was reported that during a percutaneous coronary intervention procedure (pci), a catheter become stuck on the guide wire. The 100% stenosed target lesion was located in a non-calcified and moderately tortuous proximal right coronary artery (rca). A non-bsc guide wire was inserted and crossed the lesion. The 2.0mm x 15mm apex balloon catheter was then selected and advanced over the guide wire to the lesion and resistance was encountered. During withdrawal of the balloon catheter, the catheter and the guide wire became stuck together. The devices were removed intact and the procedure was completed with different devices. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during a percutaneous coronary intervention procedure (pci), a catheter become stuck on the guide wire. The 100% stenosed target lesion was located in a non-calcified and moderately tortuous proximal right coronary artery (rca). A non-bsc guide wire was inserted and crossed the lesion. The 2.0mm x 15mm apex balloon catheter was then selected and advanced over the guide wire to the lesion and resistance was encountered. During withdrawal of the balloon catheter, the catheter and the guide wire became stuck together. The devices were removed intact and the procedure was completed with different devices .no patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR: an examination of the wire lumen identified no issues. A small build-up of solidified contrast media was present inside the balloon. A mandrel was inserted through the lumen with no restrictions noted. The manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. The most probable root cause was unable to be confirmed. (B)(4).

Manufacturer narrative:
Age at time of event: (B)(6). (B)(4).